Manufacturer narrative:
Device is combination product. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
(B)(6) clinical study. Same case as MDR ID#2134265-2011-02480. It was reported that after a stenting treatment procedure, the patient experienced a myocardial infarction. The target lesion #1 was a bifurcated lesion located in the mid left anterior descending artery (lad) with 80% stenosis and was 20 mm long with a reference vessel diameter of 3.21 mm. The target lesion #1 was treated with pre-dilatation and placement of a 3.0 x 32 mm promus element stent. Following post-dilatation, residual stenosis was 0%. The target lesion #2 was located in the proximal lad with 80% stenosis and was 30 mm long with a reference vessel diameter of 3.57 mm. The target lesion #2 was treated with pre-dilatation and placement of a 3.5 x 24 mm promus element stent, however, the stent "shifted" causing an injury to the patient, as the device 'de-laminated' and part went in another part of the vessel requiring a bailout stent (type of drug eluting stent unknown). Following post-dilatation, residual stenosis was 0%. A non-study bare metal stent was placed in the proximal left circumflex artery (lcx). One day post procedure, the subject experienced a non q-wave myocardial infarction (mi) with no ischemic symptoms. The subject was treated with medication. He was discharged 3 days after index procedure on aspirin and clopidogrel.